Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a friction test on universal surgical manipulator (usm) 1 but was unable to confirm the reported issue. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 junction could not hold its position. Tse could not find any related error in the logs. The procedure was completing as planned with no reported injury.